Manufacturer narrative:
Further analysis was performed on the device. Visual inspection observed what appeared to be fiberglass strands in the contact block assembly. Witness marks on the lead flex appear well-defined. Functional testing did not find any anomalies. Conclusion: the failures seen during service and repair of the device could not be reproduced. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that it was not possible to open the battery drawer due to a broken release latch, the battery holder was cracked and damaged, the high rate cover was missing, the device was sticky and polluted, the user knob was cracked, several parts were missing from the back of the device, the lower case was cracked, several screws were missing, and the device failed functional testing for blanking and heartwire connector. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was defective, no further details were available. The epg was returned to the manufacturer for servicing. There was no patient involvement.